Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the catheter was inserted inside an introducer sheath. Both the distal and proximal ends of the sheath were bunched, likely indicating retraction issues. A kink in the catheter was found just distal to the strain relief. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using a guidewire, and it passed with slight resistance at the kink. The catheter was then able to be retracted through the introducer sheath with resistance. An attempt was made to insert the balloon through the sheath. The balloon was unable to be inserted through the sheath. The inflation hub was connected to an inflation device. The balloon was unable to be inflated. The catheter was soaked in water. Another attempt was made to inflate the balloon; however, it was still unable to be inflated. The outer catheter was cut proximal to the balloon and the balloon was connected to an adapter. Again, an attempt was made to inflate the balloon; however, it was still unable to be inflated. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's introducer sheath. Based upon the condition in which the sample was returned, the investigation is confirmed for retraction issues. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval, method: microscopic exam. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was allegedly difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. Reportedly, no further treatment was provided. There was no reported impact or consequence to the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was allegedly difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported impact or consequence to the patient.